Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead was fractured and was not providing brady pacing. The lead's impedance measurement was >3000 ohms, and as a result the lead was capped and abandoned surgically. A new non-guidant ra lead was implanted without further complication. No adverse patient effects were reported.